Event description:
The customer reported via phone call experiencing high blood glucose levels due to the infusion set not having been hooked up properly. The customer's blood glucose was 400 mg/dl, which was treated with a manual injection. He stated that his blood glucose was high beginning 3 days prior to the call. He stated that he was riding an all-terrain vehicle prior to the high blood glucose. His most recent blood glucose was 247 mg/dl. He noted that the insulin had not been stored at room temperature. He advised that insulin did exit during a manual prime. No bent infusion set cannula was found and the insulin pump passed the high pressure test. During troubleshooting, the customer attempted to do a fixed prime and found that the act button stopped responding. He did not observe any significant events leading to the keypad issues. The customer was advised to replace the insulin pump but he declined to do so.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.